Event description:
A us distributor contacted zoll to report that a patient developed a pressure sore under the lifevest equipment. Patient described the area as pressure sore. There was no alleged device malfunction contributing to the irritation. The patient¿s nurse applied medication and bandages for the skin irritation. The outcome of the irritation is unknown as follow up attempts were unsuccessful.

Manufacturer narrative:
Not applicable.